Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the duet staple line caught the previous staple line and tore a hole in the stomach. The hole was cut out with another duet stapler. The surgeon was using a grasper as retraction and his grasper stresses part of the tissue specimen attempting to hold on and get some traction. Tissue damage occurred during the case.